Event description:
The customer states that they are getting low results for patient samples tested using the architect c16000 analyzer for multiple assays. The customer provided test results for one patient. Initial test results generated a sodium of <100 mmol/l. Upon retest a sodium result of 146.3 mmol/l was obtained. Suspect results were not reported from the lab and there was no adverse impact to patient management reported due to this issue.

Manufacturer narrative:
(B)(4): cause of the issue could not be determined based on the available information. There is no evidence of a device or component failure. There is no evidence to support a failure of the system to perform as intended. Investigation summary: a sample run on an architect c16000 (B)(4) generated a sodium result of <100 mmol/l. Rerun on another instrument (B)(4) was also <100 mmol/l. The sample was rerun again after loading into the sample carousel, the result was 146.3 mmol/l. All other assays were acceptable. No other details were provided, system logs were not available for review. Based on the available information, the cause of the low results cannot be determined. The architect system operation's manual contains adequate troubleshooting information for inconsistent results. The current rate for architect c16000 erratic occurrences/million tests and complaints/million tests are below the internal rate documented at launch for the architect c16000. No adverse trends in association with the complaint issue were identified. Based on the available information and the investigation, no deficiency was identified for the architect c16000 processing module related to the issue under investigation. The event is addressed in labeling. The architect system operations manual provides troubleshooting assistance: troubleshooting and diagnostics; subsection: observed problems; "erratic results, poor precision - ict results (c system)" including probable causes and corrective actions. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Swanz-ganz catheter inserted but would not give a reading. Catheter reads: fault cco: catheter verification, use bolus mode. Catheter removed and replaced without difficulty. Product was part of ecri, alert dated 2009.